Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an infected hip, which happened to be metal on metal, surgeon conducted an I&d and replaced liner and head. After review of medical records patient was revised to addressed pain and infection. Operative notes findings of gross left hip purulence tracked just distal and anterior to the gluteal sling, along the calcar where there was some bone loss and up the iliopsoas bursa. Evidence of metallosis staining at areas in the synovium. There was metal debris behind the liner. Significant amount of overhanging bone anterior and superior with the cup and very little anteversion. Doi: (B)(6) 2006. Dor: (B)(6) 2018; left hip.